Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son was experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl,300 mg/dl. The customer was treated with bolus. The customer declined troubleshoot for high blood glucose. Customer also reported that there was leak in reservoir and pump error was also found and customer was unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose of 420 mg/dl the day prior on (B)(6) 2018. The customer's other blood glucose was 300 mg/dl at lunch on (B)(6) 2018, the date they received the critical pump error. The issues with the reservoir leak occurred back in (B)(6) 2018 and no current leaks were reported at the time of the call.